Manufacturer narrative:
Review of the cloud data from the user found that a pod with the serial number reported was used between 06:02 and 10:23 in the user¿s time zone on (B)(6) 2025. The cloud data from this period was downloaded and reviewed. Review of the patient history buffer (phb) data found that the system was used in automated mode until 07:47 and the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The system was then switched into manual mode for the remainder of the pods run where it was found to correctly deliver insulin at the user¿s set basal rate. The cloud data showed that multiple boluses were able to be delivered by this pod. The pod delivered a bolus of 2.2u, 6u, 1u, 10u, 5u, 0.8 u,10u, and 20u. The phb data showed that the total pulses delivered count tracked by the pod incremented correctly after delivery of each bolus, indicating that the boluses were successfully delivered. No evidence of a failure to deliver insulin or of any issues with the system was observed in the available cloud data. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g&. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the abdomen for between 1 and 4 hours. The patient went to bed with a blood glucose (bg) level of 137 mg/dl. Within a few hours (early morning), bg rose up to 400 mg/dl. Later that morning, the ketones measured at 0.6 mmol/l, and bg remained above 400 mg/dl. Patient also experienced muscle cramps due to ketones. Multiple bolus attempts via pod were unsuccessful. The patient was admitted to the hospital for severe hyperglycemia with ketonuria and risk of ketoacidosis (ketones later increased to between 2.2 and 2.6 mmol/l, bg reported up to 573 mg/dl). Treatment included intravenous (IV) insulin infusion, IV fluids (including electrolyte management) and continuous monitoring on bg, electrolyte and ketone levels. The pod was removed, and manual insulin therapy was initiated. During hospitalization, four pods were placed, but hyperglycemia and ketones recurred after resuming pod therapy. Patient was currently using humalog, with a planned switch to novorapid. The patient was hospitalized for 8 nights. Additional information was received on 20jan2026 that the patient was on the insulin brands of humalogliprolog.

Manufacturer narrative:
Review of the cloud data from the user found that a pod with the serial number reported was used between 06:02 and 10:23 in the user¿s time zone on (B)(6) 2025. The cloud data from this period was downloaded and reviewed. Review of the patient history buffer (phb) data found that the system was used in automated mode until 07:47 and the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The system was then switched into manual mode for the remainder of the pods run where it was found to correctly deliver insulin at the user¿s set basal rate. The cloud data showed that multiple boluses were able to be delivered by this pod. The pod delivered a bolus of 2.2u, 6u, 1u, 10u, 5u, 0.8 u,10u, and 20u. The phb data showed that the total pulses delivered count tracked by the pod incremented correctly after delivery of each bolus, indicating that the boluses were successfully delivered. No evidence of a failure to deliver insulin or of any issues with the system was observed in the available cloud data.